Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported a separation. The tubing set was being used to deliver 1l of 1/2 normal saline and an unspecified concentration of sodium bicarbonate at a rate of 200ml/hr via a gemstar pump. After an unspecified length of time in use, the tubing separated from the filter outlet. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.